Manufacturer narrative:
Additional information: the reported received products were not bd products. The customer requested that we send the non-bd products back to them.

Event description:
It was reported from the pediatric unit that the patients father called the nurse to the room stating that there was a leak. Upon assessment, it was found during the methotrexate infusion the tubing set leaked approximately 3ml of the medication. The nurse tightened the extension tubing when a hole was found. The tubing was replaced and there was no impact to patient.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; non-bd microclave; spiros adapter (blue transparent cap). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the pediatric that during infusion of methotrexate the tubing leaked approximately 3ml of methotrexate. Small amount dripped onto the bedsheet . The tubing was replaced and there was no harm to patient.